Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter an issue occurred during a laparoscopic sleeve procedure. While being applied at the stomach, the stapler was able to fire but the proximal staple line was incomplete. Another load was used to fix the staple line. Three reloads broke off of the handle. The case was completed using a new device. The surgical was extended for 30 minutes/more for trying and exchanging to a new device. The patient has no injury.